Event description:
It was reported that the external battery failed testing. No patient involvement reported.

Manufacturer narrative:
Date rcvd by MFR: 11/20/2015. The fse reported replacing the external battery due to failure. The pm was completed and the device passed all tests.